Event description:
It was reported that when the patient presented for routing follow up in clinic, implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were performed. The patient is in stable condition.